Event description:
The nova statstrip has lock out or force due to battery failure (bulging or splitting batteries). Between (B)(6) 2013, we tracked and documented 24 occurrences of battery failure. The MFR is aware of the battery failure problem and has provided replacement batteries to address. We have over (B)(4) meters in use.